Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: why was suturing performed on the morning after phase 2 surgery? Was there any issue with an ethicon suture during the phase 2 surgery? Please confirm that the needle pulled off the suture intra-operatively. The needle pulled off issue occurred intra-operatively during the procedure of implant implantation surgery phase 2. The following information was requested, but unavailable: what instruments were used to grasp the needle? Where was the needle grasped during use? Did the patient experience any adverse patient consequences due to the needle pull off? Contacted with the sales rep today via phone, the information requested is unknown.

Event description:
It was reported that a patient underwent a phase 2 surgery for an implant implantation on (B)(6) 2023 and suture was used. During the suturing process, the problem of pulling off suture needle happened. Changed another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/24/2024. Additional information: h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.